Event description:
The surgeon repeated a second gamma nail replacement due to the nail breaking. There have been two other recent gamma nail failures. Unfortunately the nails were not kept for evaluation.